Event description:
It was reported that the patient underwent multiple level spinal fusion surgeries on the thoracic spine using rhbmp-2/acs. It was reported that a third surgery was required.

Manufacturer narrative:
(B)(4).